Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit displayed that at high flow rates, the pressure does not reach the level indicated by the equipment. There were no reports of patients¿ harm.